Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. The pump was received with cracked case on display window corners, scratched lcd window, cracked reservoir tube lip and cracked battery tube threads. (B)(4).

Event description:
The customer reported via phone call of high blood glucose readings and a button error on the insulin pump. The customer's blood glucose reading was 500 mg/dl. The customer stated that she used injection since she was not able to complete her set change. The customer stated that she was unable to change the infusion set because the buttons on the pump were not working. The customer stated that the down arrow is not working. The customer stated that she cannot get to the t screen to change her reservoir. The customer stated that the alarm did not occur right after the pump was exposed to moisture. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.